Event description:
It was reported that the right ventricular lead fracture due to the patient's anatomy/clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the distal portion of the lead measuring 36.8 cm was returned, analyzed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv electrode of the lead was covered in body tissue/fibrotic growth, the inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, the outer insulation of the lead developed cosmetic mio while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: addr01 implantable pulse generator (B)(6) 2007; 1388tc competitor implantable pacing lead (B)(6) 2000. (B)(4).